Event description:
The site physicist reported that a treatment was stopped after delivering a dose of 76cgy due to the system generating "catheter key disturbed" errors and retracting the active wire, which resulted in the pt being underdosed. It was noted that qa checks had been performed successfully, and the pt anatomy was not tortuous.